Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a display anomaly. It was stated the screen turns partial black when button is pressed and would sometimes be not readable. Blood glucose level at the time of the incident was 8 mmol/l. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on lcd board. Unable to perform any tests due to missing segments or partial display.